Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, fluoroscopy revealed externalized conductors. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
Mandatory medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 7.5-9.8cm, 11.3-12.1cm, and 15.2-17cm from distal tip; etfe coating of sensing cable was abraded at the 7.5cm location,. And intact at the other locations. External insulation abrasions were noted at 11.5 -12.4cm, and between 33.6cm, and 36.9cm from the distal tip, consistent with lead friction to another device. Etfe coating was intact at all locations. Internal insulation abrasions under the svc shock coil were found between 19.6 cm and 24.4cm from distal tip; etfe coating of one svc conductor was abraded and the inner coil was exposed.